Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 5 months post implant of this 14mm pulmonary valved conduit in a 3 month old pediatric patient, an 18mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve due to severe stenosis and moderate to severe regurgitation. No additional adverse patient effects were reported.